Manufacturer narrative:
The pump passed the self test. Test p-cap locks properly into the reservoir compartment. All buttons were tested for their functionality and all passed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. Successfully downloaded pump history files and traces using thump software. Pump alarmed no stuck button error on the event date of (B)(6) 2025. The following were also noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. Unresponsive buttons were not confirmed during testing. Stuck button error alarm was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated the keys on the pump were getting stuck. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed, and the pump was not exposed to a change in altitude. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1880 was requested, and the customer's response was that the device would be returned.